Event description:
It was reported that during a tvt procedure, the first needle was passed on the right side with quite a lot of difficulty. The needle was pulled up through and came out without its sling attachment. The mesh plus plastic attachment had been retained in the abdomen tissue and was removed vaginally. Another device was used to complete the procedure with no patient consequences.